Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was found to be in back up mode. It was noted the patient had undergone an MRI and that was the suspected cause of the back up mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable. Additional information has been requested regarding if the device had been programmed into MRI mode, but has not yet been received.

Event description:
Additional information was received indicating the physician reported the device was programmed into MRI mode.